Event description:
It was reported, the device was unable to transmit via bluetooth (ble) telemetry. Technical support was contacted and recommended an in clinic follow up. An in clinic follow up is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.